Event description:
During shift check, the customer reported the autopulse platform (B)(6) showed fault 41 (patient temperature sensor failure) message on the display. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) showed fault 41 (patient temperature sensor failure) message was not confirmed during functional test but was confirmed during archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure to help prevent reoccurrence, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The archive data review indicated multiple fault 41 around the event date, thus confirming the reported complaint. The patient contact surface temperature sensor is outside of normal range of 45°c during power-on-self-test. The autopulse platform passed the initial functional test without any fault or error. The fan (blower) was verified to be providing cooling for the drive train and other major heat-producing assemblies. The cable connection from the temperature sensor to the pdb was checked and confirmed to be secured. The run-in test was performed using the 95% patient test fixture (lrtf) with good known test batteries until discharged without any fault or error. The customer reported complaint could not be reproduced. Nevertheless, the temperature sensor will be replaced as a preventive precautionary measure. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with (B)(6).